Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of the device') and bipolar I disorder ('manic depression') in a 32-year-old female patient who had essure (batch no. 628507-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included citalopram, clonazepam, paracetamol (acetaminophen) since 2008, quetiapine fumarate (seroquel) and vortioxetine hydrobromide (brintellix) from february 2013 to april 2013. In 2008, the patient experienced groin pain ("because of groin area pain the way that I walk changed because of shifting weight to other side that was less painful") and abdominal distension ("extreme bloating could barely lift my legs"). On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced anxiety ("anxiety") and depression ("depression"). On (B)(6) 2008, the patient experienced pelvic pain ("persistent pelvic pain") and abdominal pain lower ("lower abdominal pain"). On (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2009, the patient was found to have weight increased ("weight gain"). In 2009, the patient experienced bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), back pain ("lower back pain") and nausea ("nausea"). On (B)(6) 2009, the patient experienced headache ("headaches") and migraine ("migraine"). In 2010, the patient experienced fatigue ("fatigue"). In 2016, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), bipolar I disorder (seriousness criterion medically significant), menstrual disorder ("menstrual bleeding") and bacterial infection ("infection (other): bacteria aerobe"). The patient was treated with surgery (underwent a total hysterectomy due to complications from the essure device.salpingectomy(bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, bipolar I disorder, menstrual disorder, groin pain, female sexual dysfunction, anxiety, depression, bladder disorder, urinary tract disorder, headache, dysmenorrhoea, fatigue, weight increased, abdominal distension, back pain and bacterial infection outcome was unknown, the pelvic pain was resolving and the vaginal haemorrhage, menorrhagia, dyspareunia, nausea, abdominal pain lower and migraine had resolved. The reporter considered abdominal distension, abdominal pain lower, anxiety, back pain, bacterial infection, bipolar I disorder, bladder disorder, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, groin pain, headache, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in essure confirmation test: its reported as essure confirmation test(s) conducted, specify no. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 99.773 kgs. Hysterosalpingogram - on (B)(6) 2008: results: essure device was successfully occluded. Most recent follow-up information incorporated above includes: on 21-may-2019: pfs received : onset dates of events were added. Concomitant medications were added. Incident: no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the device") and bipolar I disorder ("manic depression") in an adult female patient who had essure (batch no. 628507-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2008, the patient experienced groin pain ("because of groin area pain the way that I walk changed because of shifting weight to other side that was less painful"), depression ("depression") and abdominal distension ("extreme bloating could barely lift my legs"). On (B)(6) 2008, the patient had essure inserted. In 2009, the patient experienced anxiety ("anxiety"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), weight increased ("weight gain"), back pain ("lower back pain"), nausea ("nausea") and abdominal pain lower ("lower abdominal pain"). In (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In 2010, the patient experienced fatigue ("fatigue"). In 2016, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), bipolar I disorder (seriousness criterion medically significant), pelvic pain ("persistent pelvic pain"), menstrual disorder ("menstrual bleeding"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), headache ("headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)") and migraine ("migraine"). The patient was treated with surgery (underwent a total hysterectomy due to complications from the essure device.). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, bipolar I disorder, pelvic pain, menstrual disorder, groin pain, vaginal haemorrhage, menorrhagia, female sexual dysfunction, anxiety, depression, bladder disorder, urinary tract disorder, headache, dysmenorrhoea, dyspareunia, fatigue, weight increased, abdominal distension, back pain, nausea, abdominal pain lower and migraine outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, anxiety, back pain, bipolar I disorder, bladder disorder, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, groin pain, headache, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 99.773 kgs. Hysterosalpingogram - on (B)(6) 2008: essure device was successfully occluded. Most recent follow-up information incorporated above includes: on 21-aug-2018: quality safety evaluation of product technical complaint. Update of information (fu ptc declined by qa (no valid batch)). Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the device") and bipolar I disorder ("manic depression") in an adult female patient who had essure (batch no. 628507-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included citalopram, clonazepam, paracetamol (acetaminophen) since 2008 and quetiapine (seroquel). In 2008, the patient experienced groin pain ("because of groin area pain the way that I walk changed because of shifting weight to other side that was less painful"), depression ("depression") and abdominal distension ("extreme bloating could barely lift my legs"). On (B)(6) 2008, the patient had essure inserted. In 2009, the patient experienced anxiety ("anxiety"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), weight increased ("weight gain"), back pain ("lower back pain"), nausea ("nausea") and abdominal pain lower ("lower abdominal pain"). In (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In 2010, the patient experienced fatigue ("fatigue"). In 2016, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), bipolar I disorder (seriousness criterion medically significant), pelvic pain ("persistent pelvic pain"), menstrual disorder ("menstrual bleeding"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), headache ("headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)"), migraine ("migraine") and bacterial infection ("infection (other): bacteria aerobe"). The patient was treated with surgery (underwent a total hysterectomy due to complications from the essure device.). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, bipolar I disorder, menstrual disorder, groin pain, female sexual dysfunction, anxiety, depression, bladder disorder, urinary tract disorder, headache, dysmenorrhoea, fatigue, weight increased, abdominal distension, back pain and bacterial infection outcome was unknown, the pelvic pain was resolving and the vaginal haemorrhage, menorrhagia, dyspareunia, nausea, abdominal pain lower and migraine had resolved. The reporter considered abdominal distension, abdominal pain lower, anxiety, back pain, bacterial infection, bipolar I disorder, bladder disorder, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, groin pain, headache, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 99.773 kgs. Hysterosalpingogram - on (B)(6) 2008: essure device was successfully occluded. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received: event bacterial infection added. Outcome of event abnormal bleeding, dyspareunia, cramping, nausea, migraines outcome added as recovered and pain outcome added as recovering. Concomitant medication added. Incident. No valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the device") and bipolar I disorder ("manic depression") in an adult female patient who had essure (batch no. 628507) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2008, the patient experienced groin pain ("because of groin area pain the way that I walk changed because of shifting weight to other side that was less painful"), depression ("depression") and abdominal distension ("extreme bloating could barely lift my legs"). On (B)(6) 2008, the patient had essure inserted. In 2009, the patient experienced anxiety ("anxiety"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), weight increased ("weight gain"), back pain ("lower back pain"), nausea ("nausea") and abdominal pain lower ("lower abdominal pain"). In (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In 2010, the patient experienced fatigue ("fatigue"). In 2016, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), bipolar I disorder (seriousness criterion medically significant), pelvic pain ("persistent pelvic pain"), menstrual disorder ("menstrual bleeding"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), headache ("headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)") and migraine ("migraine"). The patient was treated with surgery (underwent a total hysterectomy due to complications from the essure device.). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, bipolar I disorder, pelvic pain, menstrual disorder, groin pain, vaginal haemorrhage, menorrhagia, female sexual dysfunction, anxiety, depression, bladder disorder, urinary tract disorder, headache, dysmenorrhoea, dyspareunia, fatigue, weight increased, abdominal distension, back pain, nausea, abdominal pain lower and migraine outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, anxiety, back pain, bipolar I disorder, bladder disorder, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, groin pain, headache, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: essure device was successfully occluded. Most recent follow-up information incorporated above includes: on 24-may-2018: plaintiff fact sheet: the events: abnormal bleeding (vaginal, menorrhagia), manic depression, apareunia (inability to have sexual intercourse), anxiety and depression, bladder or urinary problems, migraines / headaches, salpingectomy (bilateral removal bilateral removal bilateral removal of fallopian tubes), dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, weight gain, extreme bloating could barely lift my legs, because of groin area pain the way that I walk changed because of shifting weight to other side that was less painful), lower abdominal pain and lower back pain added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of the device') and bipolar I disorder ('manic depression') in a 32-year-old female patient who had essure (batch no. 628507-invalid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included citalopram, clonazepam, paracetamol (acetaminophen) since 2008, quetiapine fumarate (seroquel) and vortioxetine hydrobromide (brintellix) from (B)(6) 2013 to (B)(6) 2013. In 2008, the patient experienced groin pain ("because of groin area pain the way that I walk changed because of shifting weight to other side that was less painful") and abdominal distension ("extreme bloating could barely lift my legs"). On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced anxiety ("anxiety") and depression ("depression"). On (B)(6) 2008, the patient experienced pelvic pain ("persistent pelvic pain") and abdominal pain lower ("lower abdominal pain"). On (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2009, the patient experienced vaginal hemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2009, the patient was found to have weight increased ("weight gain"). In 2009, the patient experienced bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), back pain ("lower back pain") and nausea ("nausea"). On (B)(6) 2009, the patient experienced headache ("headaches") and migraine ("migraine"). In 2010, the patient experienced fatigue ("fatigue"). In 2016, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), bipolar I disorder (seriousness criterion medically significant), menstrual disorder ("menstrual bleeding"), bacterial infection ("infection (other): bacteria aerobe"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (underwent a total hysterectomy due to complications from the essure device.salpingectomy(bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, bipolar I disorder, menstrual disorder, groin pain, female sexual dysfunction, anxiety, depression, headache, dysmenorrhoea, fatigue, weight increased, abdominal distension and back pain outcome was unknown and the pelvic pain, vaginal hemorrhage, menorrhagia, bladder disorder, urinary tract disorder, dyspareunia, nausea, abdominal pain lower, migraine, bacterial infection, cystitis, urinary tract infection, vaginal infection and vaginal discharge had resolved. The reporter considered abdominal distension, abdominal pain lower, anxiety, back pain, bacterial infection, bipolar I disorder, bladder disorder, cystitis, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, groin pain, headache, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal hemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: discrepancy noted in essure confirmation test: its reported as essure confirmation test(s) conducted, specify no. Date of birth - (B)(6) 2008. She had been treated for pain, bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 99.773 kgs. Hysterosalpingogram - on (B)(6) 2008: results: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-jun-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of the device') and bipolar I disorder ('manic depression') in a 32-year-old female patient who had essure (batch no. 628507-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included citalopram, clonazepam, paracetamol (acetaminophen) since 2008, quetiapine fumarate (seroquel) and vortioxetine hydrobromide (brintellix) from (B)(6) 2013 to (B)(6) 2013. On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced groin pain ("because of groin area pain the way that I walk changed because of shifting weight to other side that was less painful") and abdominal distension ("extreme bloating could barely lift my legs"). On (B)(6) 2008, the patient experienced anxiety ("anxiety") and depression ("depression"). On (B)(6) 2008, the patient experienced pelvic pain ("persistent pelvic pain") and abdominal pain lower ("lower abdominal pain"). On (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2009, the patient was found to have weight increased ("weight gain"). In 2009, the patient experienced bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), back pain ("lower back pain") and nausea ("nausea"). On (B)(6) 2009, the patient experienced headache ("headaches") and migraine ("migraine"). In 2010, the patient experienced fatigue ("fatigue"). In 2016, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), bipolar I disorder (seriousness criterion medically significant), menstrual disorder ("menstrual bleeding"), bacterial infection ("infection (other): bacteria aerobe"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (underwent a total hysterectomy due to complications from the essure device.salpingectomy(bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, bipolar I disorder, menstrual disorder, groin pain, female sexual dysfunction, anxiety, depression, headache, dysmenorrhoea, fatigue, weight increased, abdominal distension and back pain outcome was unknown and the pelvic pain, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, dyspareunia, nausea, abdominal pain lower, migraine, bacterial infection, cystitis, urinary tract infection, vaginal infection and vaginal discharge had resolved. The reporter considered abdominal distension, abdominal pain lower, anxiety, back pain, bacterial infection, bipolar I disorder, bladder disorder, cystitis, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, groin pain, headache, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: discrepancy noted in essure confirmation test: its reported as essure confirmation test(s) conducted, specify no. Date of birth - (B)(6) 2008 she had been treated for pain, bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 99.773 kgs. Hysterosalpingogram - on (B)(6) 2008: results: essure device was successfully occluded. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received. Events , bladder infection, urinary tract infection, vaginal infection, vaginal discharge added. Event outcome for pain, bladder/urinary problem changed to recovered. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the device") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("persistent pelvic pain") and menstrual disorder ("menstrual bleeding"). The patient was treated with surgery (underwent a total hysterectomy due to complications from the essure device.). Essure was removed. At the time of the report, the device dislocation, pelvic pain and menstrual disorder outcome was unknown. The reporter considered device dislocation, menstrual disorder and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: essure device was successfully occluded. Company causality comment: incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.